Manufacturer narrative:
Zimmer biomet complaint number (B)(4).   Patient weight unknown / not provided. Last name unknown / not provided. PMA/510k: k101880. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant had bone loss which caused it to be exposed and crack the denture while the patient was wearing it. Unable to retain denture with implant. Implant was hitting and fracturing denture. Customer didn't use another device to complete the procedure. No other symptoms were reported. Patient will return for an additional appointment. Tooth#13.

Manufacturer narrative:
One (1) imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation. Visual evaluation of the as returned product identified the implant with minor signs of use. Implant matched prints where measured. No malfunction was noticed during product evaluation that will contribute to the event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii), unable to use upper denture. The reported device was located on tooth # 13 (universal) and was used for approximately 4 years, 1 month. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63872519). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63872519) for similar events and no other complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported events. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur, and the reported events were non-verifiable.

Event description:
No further event information available at the time of this report.